Event description:
It was reported this was a venotomy closure of three access sites in the right common femoral vein using the pre-close technique via 7f sheath holes at the three access sites prior to a pulsed filed ablation (pfa) procedure. Reportedly, initial flushing of the marker lumen with saline prior to use of the first proglide device was successful; however, no bleed back was observed from the marker lumen. The sutures of two proglide devices were successfully pre-placed at the first access site. One proglide device was successfully pre-placed at each of the two other access sites. The sheath at the first access site was upsized to 16.8f, the sheath at the second access site was upsized to 9f and the sheath at the third access site remained 7f. The pfa procedure was completed. All knots were successfully advanced; however, hemostasis was not achieved at any of the three access sites. Hemostasis was achieved with a figure of eight stitch. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue and reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use as a known patient effect of use with suture mediated closure device procedures. Treatments are related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.